Event description:
A physician reported a hakim valve (ID ns9008) was implanted with unknown setting via lumbar peritoneal (lp) shunt due to snph (secondary normal-pressure hydrocephalus). The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On november 6, 2023, ventricular enlargement was observed and using the contrast agent. Flushing was performed but the symptoms did not improved with setting 70mmh2o. The valve was removed and replaced on (B)(6) 2023 due to suspicion of blockage.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Hakim valve (ID ns9008) was returned for evaluation: device history record (DHR) - the product code ns9008 with lot ckgb0n, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 100 mmh2o. The valve was visually inspected, the siphon guard was damaged and dislodged. The valve was hydrated. The valve failed the test for programming, the cam mechanism wiggled. The flush, leak, reflux and pressure test cannot be performed as the siphon guard was damaged. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification, biological debris was found on the ruby ball, motor and the seat of the ruby ball. Root cause analysis - the root cause for the issue reported by the customer, is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation .